Event description:
It was reported that the cpc connector was broken and was pushed into the unit. There were no adverse pt consequences. No further info could be provided.

Manufacturer narrative:
Date sent to the FDA: 11/17/2008. (Damage to drive connector/coupling) - conclusions: the actual device involved in this event was returned for eval. The cpc connector was broken. In addition, a review of the device mfg records was conducted and the device met all finished goods release criteria.